Manufacturer narrative:
A remote service engineer (rse) confirmed from the customer that on (B)(6) 2023 a patient was on telemetry 11 on pccu bed space 2.1, there was a loss of connection to mx40 wi-fi version from the pic ix. The time of death was at 00:09 on (B)(6) 2023. A philips product support engineer (pse) , technical consultant (tc) and field service engineer (fse) evaluated the device and clinical audit logs. It was indicated the customer has had ongoing issues with mx40 dropout since they updated their customer supplied network without informing philips. The result of tests conducted and logs reviewed, revealed that the telemetry went offline at 23:36 after alerting for a 'weak signal" inop and then came back online at 23:43, which generated an (electrocardiogram) ECG leads off inop at 23:44; therefore, no further data was stored at the pic ix after that time and the patient's death was pronounced at 00:09. No malfunction of the pic ix system during the time in question could be identified. The root cause for this issue was due to a wi-fi infrastructure issue caused the mx40 to disconnect so no data was coming to the picix. Based on the information available and the testing conducted, the cause of the reported problem was due to wi-fi infrastructure. The reported problem was not confirmed. The picix is working as intended.

Event description:
It was reported the patient was on telemetry in the progressive critical care unit (pccu). It was reported the patient ambulated into the bathroom; the telemetry unit (mx40) stopped working at 12:36. Patient death was confirmed at 00.09. The customer reported on this occasion this death was not preventable even if device was fully working. The device was in clinical use. The patient passed away.

Manufacturer narrative:
The preliminary review of clinical audit logs revealed telemetry went offline at 23:36 after alerting for a 'weak signal" inop and then came back online at 23:43, generating a 'ECG leads off' inop at 23:44; therefore, no further data was stored at the pic ix after that time and the patient's death was pronounced at 00:09. Information and logs were reviewed by the product support engineer (pse) and no malfunction of the pic ix system was identified during the time in question. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the patient was on telemetry in the progressive critical care unit (pccu). It was reported the patient ambulated into the bathroom; the telemetry unit (mx40) stopped working at 12:36. Patient death was confirmed at 00.09. The customer reported on this occasion this death was not preventable even if device was fully working.